Event description:
Clinic notes dated (B)(6) 2014 note that the patient's seizure pattern had changed in intensity, becoming more severe. It was also reported that the seizures were more severe with a more prolonged postictal phase. It was noted that the patient's generator had less than 10% of service remaining. The patient is scheduled for generator replacement surgery. No surgical intervention has been performed to date. The clinic notes stated low battery as a possible cause.

Event description:
Analysis of the generator was completed on 09/23/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. The battery, shows an neos=yes condition.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to battery depletion. The explanted generator has been returned to the manufacturer where analysis is currently underway.